Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there is a previous complaint of this code batch regarding the same issue received from the same end customer. Previous complaint was closed as not justified as only one open sample was received it was considered an isolated unit. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in the warehouse. Received an open sample (unused) with the needle detached from the thread and the thread still wound on the pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, it is considered that the complaint is justified as there are previous complaints. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported when the suture package was opened the needle was already detached from the thread.